Event description:
It was reported the camera head had an e222 (camera head communication error) error code. The issue occurred during inspection for use prior to a procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: 7/26/2022 h4.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had an e222 (camera head communication error) error code. The issue occurred during inspection for use prior to a procedure. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d4, d9, d8, d10, g6, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the endoscopic image cannot be displayed and deformation of cable unit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.